Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp exhibited loss of capture. The lp was removed and a thrombus was noted on the helix. The lp was not used and replaced. The patient was stable.